Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient was having premature ventricular contraction's (pvcs) and cannot rule out cause being the impella. Imaging was used to check the pump position and the pump was in good position. Additional information was received. The patient did not have any ventricular tachycardia. Amiodarone and magnesium were given for the patient's pvcs. The medical doctor noted that the pvcs were frequent in the operating room and now much more infrequent. This is not thought to be impella related at this time since the pvcs are intermittent and random in nature. Unfortunately, the pump was discarded by the hospital staff when explanted.

Manufacturer narrative:
Investigation summary: the investigation was completed. The device was not returned. Peri-procedural adverse event (arrhythmia): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.